Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, an attempt was made to insert the device but the guide wire would not come out between the 2 arrows, through the guide wire exit port. A second and third proglide were attempted, one at a time, with the same result. A fourth proglide was ultimately successful and hemostasis achieved with the device sutures. There was no adverse patient sequela. The technician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of the event which was reported as occurring in (B)(6). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are being filed under separate medwatch report numbers.